Manufacturer narrative:
This report is submitted on june 13, 2019.

Manufacturer narrative:
It was reported that the patient's device was explanted and the patient was reimplanted with another device on (B)(6) 2019. This report is filed on february 12, 2019.

Event description:
It was reported that the patient experienced intermittencies with device use. Reprogramming attempts were made; however the issue could not be resolved. The implanted device remains.